Manufacturer narrative:
Siemens has requested the data files for the investigation to be provided. The customer has sent in the paz, r1 and cx files. The customer stated they are operational.the cause of this event is unknown.

Event description:
The customer reported a discrepant low total hemoglobin result for one patient on the rp 500e when compared to another rp500e. There is no report of injury due to this event.

Manufacturer narrative:
The customer provided instrument files for investigation. Based on the data presented in this investigation including performance of calibration and aqc as well as co-ox quality checks and diagnostic errors during the time periods of the escalated events, the co-oximetry optical subsystems responsible for the measurement of thb appeared stable and functioning as expected on the rapidpoint 500e system. A definitive root-cause for the observed discrepancy in thb result between the systems can not be identified. The reported thb is based on measuring the blood cells as delivered to the co-ox slide cell. For an accurate measurement of thb, thorough mixing and multi-directional rotating of the red blood cells immediately before analysis is required. Insufficient mixing prior to the analysis can greatly alter the reported thb; reported thb concentration is dependent on uniformal mixture of the red blood cells.